Event description:
It was reported the aspiration needle would not retract completely into the sheath. The issue was found during a diagnostic bronchoscopy procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.